Event description:
Infant being treated for neonatal hypoxic-ischemic encephalopathy with the olympic cool-cap system. Approx 44 hours into treatment, the device exhibited a shutdown characterized by a frozen display screen. Rectal temperature was 35.5c when issue was discovered. Device was rebooted and treatment continued without further incident. There was no pt injury.

Manufacturer narrative:
Natus medical incorporated will submit a follow-up report to FDA when the device investigation / testing is completed. (B)(4).